Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to the device can.